Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed, moderately calcified lesion in the moderately tortuous left anterior descending (lad) coronary artery. The lesion was serially pre-dilated with 1.5x12 mm, 2.0x12 mm balloons at 8 atmospheres and the 2.25x28 mm xience xpedition stent was deployed. Angiography post stenting revealed a distal edge dissection. A 2.25x12 mm xience xpedition stent was used to cover the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.